Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. However, during preparation, it was noted that the catheter shaft broke. The device never entered the patient's body and the procedure was completed with a different device. There were no patient complications reported.